Event description:
This complaint is from a literature source. The following literature cite has been reviewed: giddins g, joyce t. Early catastrophic failure of neuflex® metacarpophalangeal joint implants at the hinge in two patients. J hand surg eur vol. 2021 may;46(4):419-420. Doi: 10.1177/1753193420957892. Epub 2020 sep 23. Pmid: 32967519. Objective/methods/study data: in 2018, the authors reported 30 explanted neuflex implants with fractures at various sites. Subsequently, they encountered two more cases of early catastrophic failures of neuflex metacarpophalangeal (mcp) joint implants at the hinge. A 45-year-old man with painful thumb mcp joint arthritis received a neuflex mcp joint arthroplasty in another hospital. The second and third cases occurred in a 55-year-old lady with rheumatoid arthritis who presented with bilateral index finger mcp joint pain. Mean follow-up period was not mentioned. Lot, model and catalog number are not available, but the suspected depuy synthes device(s) possibly associated with reported adverse events: depuy neuflex. Adverse event(s) and provided interventions possibly associated with unk finger implant (qty 23): (n=9) implant fractured at the junction of the body and distal stem; no treatment reported. (N=11) implant fractured at the hinge; no treatment reported. (N=3) implant fractured at the distal stem and hinge; no treatment reported. Adverse event(s) and provided interventions possibly associated with unk finger implant (qty 1): 45-year-old man experienced significant thumb pain, with reduced strength and movement, mild mcp joint instability with lateral stressing opening to 20 degrees ulnarly and radially, implant fractured at the hinge; the arthroplasty was converted to an arthrodesis with good pain relief and thumb function. 55-year-old lady developed recurrent pain and implant fractured at the hinge; underwent revision with another size 30 neuflex implant. 55-year-old lady developed recurrent pain, stiffness and weakness; implant was changed to a size 7 swanson implant with the stems trimmed to fit the bone tunnels.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional manufacturer narrative: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the device lot number is unknown: therefore, a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.